Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with blood glucose reportedly reaching 300 mg/dl after a typical breakfast and later measuring 266 mg/dl; the user changed supplies before breakfast and then changed the infusion site afterward, and additional supplies changes were planned when the user returned home. Symptoms included feeling sluggish with dry mouth. Outcomes included no reported hospitalization, emergency care, or alerts/alarms. Investigation included troubleshooting and education by support, with plans for follow-up and assignment to review frequent highs. Investigation of this case revealed no confirmed device malfunction, and no device component issue was identified based on the information available. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.